Manufacturer narrative:
The ventilator was investigated on-site. Moisture/water traces inside the air gas module was found. The conclusion was that the air gas module needs to be replaced. The device logs were not received and no parts have been returned for investigation. Moisture/water in supply gases into a gas modules can cause failure which might lead to a stop of ventilation or high pressures. Alarms will be generated. According to the user's manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The most probable source of moisture/water into a gas module is moisture from the hospital's gas supply system and/or external compressor. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator's air gas module was contaminated with water. The patient involvement was unknown. (B)(4)